Event description:
On 11/11/23 a 23 year old male patient was brought emergently to the or (operation room) for surgical repair of multiple gunshot wounds to the chest. The patient required massive transfusion. During the massive transfusion of blood products a belmont rapid infuser produced a burning odor and began to smoke. The belmont was tagged and sequestered pending investigation. The patient's surgery was completed without procedural complication.